Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for only a few hours of the 14-day prescribed wear period. The patient does not have sensitive skin and does not have a history of reaction to medical adhesive. The exact cause of the reported event cannot be determined. However, skin irritation is a known inherent risk of the device. Zio monitor clinical reference manual warnings state the following: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio monitor from the patient¿s chest. This event is being reported per (B)(4) as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient reported skin irritation to their healthcare provider allegedly caused by the zio monitor. The patient experienced itching and redness at the application site. The patient stated that their hcp advised removal of the device. The hcp subsequently prescribed triamcinolone cream and hydroxyzine for treatment.